Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis patient contact reported that at the end of treatment a fluid leak was observed. Patient's contact stated that there was fluid inside of the cassette door and it was dripping down onto the floor. Patient's contact stated that there was no alarms/warnings throughout the treatment. Follow up with the patient's contact indicated that the patient was asymptomatic and was not prescribed antibiotics. The set was not made available for evaluation.